Event description:
Via spontaneous call, patientss mother reported pump malfunction today, serial number (B)(4). Pump is beeping for no delivery, blockage in tubing, check tubing or site for blockage. Advised her to check for kinks or clamps on the tubing, patients mom checked and ther are none. Advised her to change to new tubing, when attempting to fill new tubing, patients mom stated that pump won't allow her and is displaying same blockage alert. Instructed her to creat new mix and switch to back-up pump. Walked her through switching to back-up and confirmed that backup pump was successfully infusing at patients pump rate 0.036ml/hr. Advised that pharmacy will send replacement pump. No other information known. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successful continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved. Sending replacement pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes; did we [MFR] replace the device? Yes. Reported to (B)(6) by: patient/caregiver.